Manufacturer narrative:
Medical device lot #:(B)(4) was reported, however, this is not a lot number manufactured for the reported catalog number. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use, bd bbl¿ mueller hinton ii agar plates were contaminated with mold. The following information was provided by the initial reporter: distributor reports mold contamination.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221800, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. Batch number 373647 was provided for investigation. Review of manufacturing records did not find a batch number 373647 produced for material 221800 plate mueller hinton ii agar 24 ea. No return samples or photos were received for investigation of the complaint. Retention samples cannot be evaluated without a specific batch number. Trending was performed on the appropriate quality databases and no trends for fungal contamination were found in the last 12 months. The complaint history was reviewed for material 221800 and there are no trends for fungal contamination in any batch over the last 12 months. Bd will continue to trend for this issue. This complaint cannot be confirmed. Risk management review assessed the potential risk for the defect as severity s1 per baltrmppmgenpuraph, rev 02, ID 6.13. H3 other text : see h.10.

Event description:
It was reported that prior to use, bd bbl¿ mueller hinton ii agar plates were contaminated with mold. The following information was provided by the initial reporter: distributor reports mold contamination.